Event description:
The laser system has the following problem: "chiller shuts down".

Manufacturer narrative:
The problem was due to a damaged chiller. After the replacement of this component, the laser system restarted to work. We are unaware about patient injury.